Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type: software. H6 codes were corrected to reflect the information accurately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) confirmed with the healthcare provider (hcp) reporting the clinician had the handset and software version of the application was unknown. The cause of the low/empty reservoir code appearing when patient's reservoir was 9.1 ml was not determined. It had not appeared again and they programmed refill as normal.

Event description:
Information was received from a patient via a company representative (rep) regarding a patient receiving intrathecal hydromorphone 7.5 mg/ml at unknown dose via an implantable pump for malignant pain. The patient stated that the patient was in for pump refill today; pump had 9.1 ml in the reservoir and pump was filled. Patient reported seeing alerts on the personal therapy manager (ptm) with code 97 (low reservoir) and 98 (empty reservoir) and the healthcare provider (hcp) also saw the same alerts on the clinician programmer as well as alerts for a motor stall and motor stall recovery. Patient did have an magnetic resonance imaging (MRI) in december so the alert for the stall and recovery was expected. The patient rep was not with the patient and patient had left the clinic.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.